Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4, h4. The following information was received: the correct lot number is " skmrkx" after confirmation with the sales via phone on 15/may/2026 lot number skmrkx 's quantity to be returned should be 14. And a new ip needs to be added: product code: vcp493h, lot number: 103uuu, quantity involved: 1, quantity to be returned:1.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ were there any patient consequences? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. This case is from health authority. The patient had a skin laceration around the lower lip and underwent suturing. During the suturing process, the needle pull off issue happened. New suture was replaced for sewing. There were no patient consequences reported. Additional information was requested.